Event description:
The customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash meter which suggest the memory overwrite malfunction has occurred. Additionally, the customer reported experiencing severe headaches and a seizure. The customer states he was diagnosed with diabetic ketoacidosis at an unknown medical facility and was treated. The customer also states that this has been happening for three weeks, but it is unknown whether the medical event occurred at the same time as the suspected malfunction. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.